Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician noted the atrial lead exhibited hight capture threshold. The patient was not symptomatic during follow up. The issue would continue to be monitored.